Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer's remote field service engineer (fse) recommended that the customer zero out the machine and proximal pressure transducers and certifier. It was reported that the pressure reading was at zero and "in tolerance". The issue then recurred and it was recommended that the customer replace the pcba data acquisition to address the issue. The customer's biomedical professional replaced the pcba data acquisition and the ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the pressure accuracy test during performance verification testing (pvt). There was no patient involvement.